Event description:
It was reported that this lead was an attempted implant due to difficulty placing the lead in a position were good sensing and capture thresholds were obtained. The lead had dislodged in the appendage and high out of range above 3000 ohms impedance measurements were obtained. The physician successfully implanted another lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this lead was an attempted implant due to difficulty placing the lead in a position were good sensing and capture thresholds were obtained. The lead had dislodged in the appendage and high out of range above 3000 ohms impedance measurements were obtained. The physician successfully implanted another lead. No adverse patient effects were reported.